Event description:
It was reported that during a percutaneous coronary intervention, a stent deformation occurred after secondary device interaction. The lesion was located in the ostial circumflex artery. A promus element plus stent was selected for treatment. The device was successfully implanted at the lesion. After, they used a volcano ivus imaging catheter to check for the stent placement and upon passing through the stent, the complaint device was deformed. The physician then placed a different stent on top the existing deformed stent to complete the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
This is a combination device. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).